Manufacturer narrative:
Post market vigilance (pmv) received suturing device opened by the account with appropriate packaging in an undamaged condition. The product will expire on 2022-02-28. The visual inspection of the returned product noted: witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device. Device was loaded with a needle from the post marketing vigilance (pmv) inventory (lot number j7b2321x) and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to not function properly as needle toggle outside of jaws and disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device as needle would hit bevel walls at times. Device will be forwarded to engineering (sima) for further analysis as needle would toggle outside jaws during testing. Upon receipt of additional information, a supplemental report will be submitted.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. The device was difficult to toggle. To complete the procedure, another device was opened. There was no injury as a result of the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv observed witness marks on the beveled wall of the device. Pmv noted that the needle toggled out of the jaws of the device at times during testing, which was unable to replicate. No abnormalities were found during extensive testing and examination of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Although the device failed during pmv testing, during extensive testing and examination it was determined that there was no evidence of malfunction of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.